Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device making a loud rattling noise was confirmed. An assessment was performed which found that the device failed the temperature assessment (actual reading: 118.1 degrees fahrenheit at 30 seconds; specification: >118 degrees fahrenheit at 10 minutes) and the noise assessment (actual reading: 81.7 dba; specification: >76 dba). It was further determined that the device failed the safety assessment as it ran in the load position. It was observed that the drive shaft was broken which caused damage to the locking cylinder and locking mechanism causing the device to be able to run in the load position. It was determined that the condition of the drive shaft being broken was due to excessive force being applied to the device while it was in use. It was further determined that the condition of the device being power broken was caused by trying to operate the device in the load position. The assignable root cause was determined to be due to misuse/abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was making a loud rattling noise. During in house engineering evaluation, it was found that the device failed the temperature and noise assessments. It was further determined that the device failed the safety assessment as it ran in the load position. It was further determined that the drive shaft was broken which caused damage to the locking cylinder and locking mechanism. It was reported that there was no delay in a scheduled surgical procedure as an unspecified spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.